Manufacturer narrative:
Upon receipt, the fiber was examined visually, microscopically, and functionally. The glass tip was protruding due to glue failure, and charred tissue indicated the tip had been buried in tissue during use, likely causing overheating. A break in the fiber body was also observed, reducing performance. No manufacturing deviations were noted, and the device met specifications. Use was consistent with the IFU, which warns against bending or pressing the fiber tip. The event was caused or contributed to by unintended use of the device, resulting in fiber tip damage and reduced performance.

Event description:
It was reported that during a procedure for a photoselective vaporization of the prostate the fiber was not rotating properly and was no longer vaporizing at its normal capacity at 382,468 joules of use. The tip of the fiber was wiped with a moist 4 x 4; however, performance remained reduced. The fiber was then exchanged for a new one, and the procedure was successfully completed with the replacement fiber. The fiber was returned, and analysis identified a fiber body break; therefore, this event is meeting reporting criteria based on these findings.